Event description:
It was reported that device was broken and patient had stroke symptoms. The 70% stenosed target lesion was located in the carotid artery. A 190 cm filter wire ez was selected for use. Upon withdrawal, resistance was noted and the filter of the device was found broken after withdrawn. A sheath was used to withdraw the device and it was completely removed from the patient's body. The patient was fine at the moment but stroke symptoms were observed later during hospitalization in the intensive care unit (ICU). The stroke symptoms observed were facial palsy and the patient experienced difficulty to use one side of the body. The procedure was completed with this device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Correction was made in h6 patient codes. It was originally reported that the patient code description was patient problem/medical problem - 2688 and this is now corrected to cerebral accident - 1770.

Event description:
It was reported that device was broken and patient had stroke symptoms. The 70% stenosed target lesion was located in the carotid artery. A 190cm filterwire ez was selected for use. Upon withdrawal, resistance was noted and the filter of the device was found broken after withdrawn. A sheath was used to withdraw the device and it was completely removed from the patient's body. The patient was fine at the moment but stroke symptoms were observed later during hospitalization in the intensive care unit (ICU). The stroke symptoms observed were facial palsy and the patient experienced difficulty to use one side of the body. The procedure was completed with this device. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that device was broken and patient had stroke symptoms. The 70% stenosed target lesion was located in the carotid artery. A 190cm filterwire ez was selected for use. Upon withdrawal, resistance was noted and the filter of the device was found broken after withdrawn. A sheath was used to withdraw the device and it was completely removed from the patient's body. The patient was fine at the moment but stroke symptoms were observed later during hospitalization in the intensive care unit (ICU). The stroke symptoms observed were facial palsy and the patient experienced difficulty to use one side of the body. The procedure was completed with this device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The filter bag is torn, and the distal tip is bent and stretched as part of the visual inspection. Dimensional inspection of the proximal section, middle section, and distal section of the device was performed and were within specifications.